Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out and released air on the port, so the balloon deflated. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon removal of the syringe, the black check valve dislodged. The reported failure confirmed. (B) (4).